Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the instrument and confirmed the leak from a defective drain pump and clogged waste filter. The fse replaced the two parts resolving the leakage and the aperture alerts. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The white blood cell (wbc) bath in the analyzer was overflowing and leaked approximately 20 ml of fluid. The leak was not contained. The instrument generated aperture alerts for the wbc parameter. The operator was wearing lab coat, eye wear, and gloves when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.